Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (dose, frequency, duration and route not reported) for the event. At the time of this report, the patient was recovered from this peritonitis event. On an unreported date during hospitalization, dianeal therapy was discontinued. No additional information is available as the reporter has declined to provide further information.